Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical pump was involved in an issue where the administration set was difficult to fit on the pump and take it off. There were no reported adverse events.